Event description:
It was reported that patient underwent an acl reconstruction procedure on (B)(6) 2012. During the procedure, as the surgeon was impacting a washer, the awl fractured. Part of the awl had to be retrieved from the surgical site.

Manufacturer narrative:
Review of the explanted device found it to be within appropriate design specification. Location of the fracture suggests that it fractured due to impact forces caused by hammer blows when the washer was impacted. There are warnings in the package insert that state that this type of event can occur: "excessive force (e.g., long hard hammer blows) may cause fracture or bending of the device."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage".